Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during setup for a cori assisted tka procedure, the milling cutter could not be locked when inserted in the real intelligence robotic drill, the operation was carried out manually. The procedure was completed, without any delay. Since incident occurred before procedure; patient was not yet involved.

Manufacturer narrative:
Section h4 was updated. Section h10: the real intelligence robotic cori drill rob10013, sn503294. Intended to be used during surgery was returned for evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed, and the reported scenario cannot be confirmed. A test case was performed during which the loading of the burr could be performed as intended. The test case was completed without any failures occurring. A kpc test was performed afterwards, again the burr was loaded without and problems. All test passed. The drill was opened for further investigation. The exposure motor was tested and passed. The drill was disassembled further. No defects were found. A second technician was asked to confirm the reported scenario. No failure was found. Although the reported problem could not be confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may have been associated with an out of spec long attachment. A complaint history review was performed by part number and similar complaints were identified. A review by serial was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference: (B)(4) section d4 was corrected.

Manufacturer narrative:
H10: the real intelligence robotic cori drill rob10013, (B)(6). Intended to be used during surgery was returned for evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed, and the reported scenario cannot be confirmed. A test case was performed during which the loading of the burr could be performed as intended. The test case was completed without any failures occurring. A kpc test was performed afterwards, again the burr was loaded without and problems. All test passed. The drill was opened for further investigation. The exposure motor was tested and passed. The drill was disassembled further. No defects were found. A second technician was asked to confirm the reported scenario. No failure was found. Although the reported problem could not be confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may have been associated with an out of spec long attachment. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference: case (B)(4).